Manufacturer narrative:
No damages or defects were observed that could contribute to the reported cannula dislodging. The cause of the reported cannula dislodging could not be determined. No damages or defects to the adhesive pad or adhesive welds were observed that could contribute to the reported adhesive failure. The cause of the reported adhesive failure could not be determined. No blood was observed on or within the device. The formed needle was inspected under magnification, and no damages or defects were observed that could cause bleeding or bruising.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above (B)(6) while wearing the pod between 1 and 4 hours. The adhesive completely separated from the infusion site (arm) causing the cannula to dislodge and bleeding at the infusion site. As treatment, a new pod was placed and activated.